Event description:
Revision surgery due to instability occurred (B)(6) 2020. 36/+3 humeral cup and 36 centered glenosphere with screw were removed and replaced by 40/+3 stability humeral cup and 40 centered glenosphere with screw. Primary surgery on (B)(6) 2018.